Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl. The customer's other blood glucose value mentioned was 283 mg/dl. The customer did not report any symptoms of low blood glucose value. The customer treated low blood glucose value by drinking apple juice. The customer decline troubleshoot for low blood glucose value. The insulin pump will not be returned for analysis.